Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec38-i10cl. In the event reported, the doctors are complaining of scope tight/grinding, causing pain to their hands. The event timing is in the procedure room during use. No other information provided with this complaint.

Manufacturer narrative:
The device is pending return for further evaluation. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
B4: date of this report, d4: UDI, f7 updated: follow up #01, f9 approximate age of device. F10: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 1994 pain. Medical device problem code: 2993 adverse event without identified device or use problem. Component code: 4755 part/component/sub-assembly term not applicable. Evaluation summary: when the angle of the endoscope was tight, especially when using the colonoscope, grinding occurred during the procedure, causing pain in the user's hand. The probable cause is the burden on the user due to angle manipulation. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.